Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides specific step-by-step instructions for how to restart priming after a power failure. Users are not instructed to connect until after properly repriming the patient line. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient connected to the homechoice (hc) device before properly setting up for peritoneal dialysis therapy. The patient reported that they experienced a power failure in their home that caused the hc to turn off and turn back on. The patient tried to restart therapy while still connected. The technical services representative advised the patient to disconnect and start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.